Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the verascross dilator was visually inspected, and it was confirmed its tip was damaged. The device passed flushing test (pre and after decontamination). The reported allegation of damaged dilator tip was confirmed through product return testing.

Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The device was being prepped and flushed. Prior to inserting, the versacross dilator was inserted into the watchman sheath, the physician noticed that the tip of the versacross dilator appeared to be damaged/ 'split'. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. No other issues were reported. The device has been received for analysis.

Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The device was being prepped and flushed. Prior to inserting, the versacross dilator was inserted into the watchman sheath, the physician noticed that the tip of the versacross dilator appeared to be damaged/ 'split'. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.